Event description:
A instrument resource coordinator contact product support and reported that the motor device was allegedly freezing up during an unspecified surgery. A spare device was reportedly available for use, but it is unknown if any delay to the procedure occurred. There was no injury or medical intervention reported. No additional information has been provided as of the date of this report.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.